Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. A full system checkout was completed and the monitor was replaced. The system then performed as intended. Part has not been returned for analysis. Device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor stopped working. A field service engineer tested the voltage output of the surgeon cart cable and output of the video splitter and confirmed that the monitor was getting power and video signal. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when connected to a known good system the returned monitor displayed a good image but there is a loose washer rattling around inside the monitor housing. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.